Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. Due to a wide intrinsic morphology, the device oversensed and gave an inappropriate shock. The patient was playing golf at the time of the shock. Also, the high energy shock impedance was 125 ohms, which is high but within normal limits. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.